Event description:
Extended pacing was being administered to a patient diagnosed as bradycardic and hypotensive. While making routine equipment checks, the hospital biomedical engineering staff turned device power off, not realizing the device was being used to pace the patient. There were no adverse affects to the patient reported.